Event description:
On january 30, 2023, fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that an artifact appeared on the device covering half of the image which lead to one additional exposure of a minor patient. The total mas and kvp of the overall exposure rate is unknown and it is unclear if the additional exposure could lead to a safety risk. Therefore, this report is being submitted in an abundance of caution. There was no serious injury or death associated with the event.